Event description:
It was reported the valve leaked air. The leak reportedly occurred after the catheter was placed. A navistar device was used during the procedure. There was no reported pt injury.

Manufacturer narrative:
St. Jude medical is awaiting device return. Once the analysis has been completed, a f/u medwatch report will be submitted.